Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's heart rate has been over 100 though the pacemaker was set at 80. The patient feels "something has gone wrong." The device remains in use. No patient complications have been reported as a result of this event.